Event description:
The customer reported that the system displayed a check sum error and the boot up was terminated.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the batteries and adjusted the iris to accurately track kvp. The system operates as intended.